Event description:
It was reported that this ambicor penile prosthesis was no longer performing as expected, it had inflation issues. The patient underwent surgery to replace the device. There were no patient complications.